Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was given new programs, issue resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported they had a good day on saturday, especially with their neuropathy (in feet, though not diabetic); however, when they went to charge ins last night, their stimulation was down to 0.0 but they always ran stim at 5.8-6.0 on their intensity. Pt was uncertain how they could've had such a great day saturday if was down to 0.0. Pt noticed adaptive stim was on (confirmed they don't usually use that and wasn't programmed for them). Agent asked, pt said they were told adaptive stim should always be off. Pt charged ins up to 100% last night, and was down to 90% this morning, which took 1 hour to charge 10%. Pt said they were unable to turn their stimulation up or their legs 'got jittery' at anything higher than 1.2, even though they were on their normal group c that would go to 5.8-6 in the past. Pt also mentioned they usually could charge in 20 minutes, so the 1 hour seemed like an oddly long charging duration; controller had gone down to 70%. Pt noted they had felt internal sensation around the site of ins last night as well. Agent asked, pt denied any recent falls, nor trauma. The patient was redirected to their healthcare provider to further address the issue; agent providednational answering service's phone number as well. The pt said they may reach out to reps they had contact information for as well.